Event description:
It was reported that a user experienced low blood glucose that did not rise into target range after a meal and subsequent carbohydrate intake, with a lowest reported value of 67 mg/dl confirmed by fingerstick; the pump reportedly suspended insulin dosing during the low. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and troubleshooting and education completed by support. Investigation included review of pump dosing reports as part of technical assessment. Investigation of this case revealed that no unintended insulin delivery occurred during the low, and device performance appeared consistent with automated safety behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.